Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿runaway¿ was displayed on the rotaflow console and the device stopped during patient treatment. The customer immediately started manually cranking the machine. After restarting, the device was working as intended. The device was not replaced. The patient has been successfully weaned off the machine. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to the pump stop; therefore, a report is required. The patient data was not shared by customer. It was confirmed to ssu (sales and service unit) on 2025-12-05 that the device is working after a restart. As the customer also confirmed not to order any repair from getinge, the technician was not asked to come on site. Based on the investigation results the reported failure "runaway error" could not be confirmed. However, the following most possible root cause could be determined for the "runaway error". A similar complaint was investigated for the reported failure "runaway error" in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by a statistical failure of ic31. This results in false readings of the rotary knob and therefore to a false speed setting of the rfd. Furthermore, the "runaway" error can also be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: pump stop intervention after technical error (e.g. Pump runaway, error head) sensor error (bubble, level, pressure (in hl20 mode), flow) wrong intervention limits, unintended rpm change by user, unintended switch off by user. The review of the non-conformities was performed on 2025-12-08 and during the period of 2021-01-13 to 2025-11-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2021-01-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿runaway¿ was displayed on the rotaflow console and the device stopped during patient treatment. The customer immediately started manually cranking the machine. After restarting, the device was working as intended. The device was not replaced. The patient has been successfully weaned off the machine. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to the pump stop; therefore, a report is required. Complaint ID: (B)(4).